Manufacturer narrative:
(B) (4). One of the four rt235 infant dual heated with evaqua breathing circuits is en route to fisher & paykel healthcare for investigation. We will provide a follow-up report upon completion of the investigation.

Event description:
A hospital in (B) (4) reported to a fisher & paykel healthcare (fph) clinical product specialist that a quantity of 4 rt235 infant breathing circuits failed the leak test. This was found before pt use. No pt consequence was reported.